Event description:
(B)(4). Initial info was reported by a physician on (B)(6) 2008: the physician reported that he has a female pt who received treatment with poly-l-lactic acid (sculptra) (lot # not provided) on an unspecified date. Pt now has a "clump in her cheek area after injecting sculptra." Lot number and reconstitution info not provided. No add'l medical info provided. Add'l info received on (B)(6) 2008: the physician called back and stated that he injected poly-l-lactic acid into the right jowl of his pt (gender/age not given) and after 3 months, the pt developed a lump. He stated that the lump was hard and not infected. Lot # and exp date not available at time of call. No further medical info reported.

Manufacturer narrative:
Add'l info for sculptra (lot # and exp date - not provided) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects, or damages detectable. Conclusion: no faults detectable.